Manufacturer narrative:
We received one 12tlw405f35 catheter was returned without the packaging for examination. The balloon and balloon windings were visually inspected for indication of damage or abnormality and the proximal bushing and windings have slipped distal on the catheter tip. There are no missing components. Further examination found that the proximal bushing is positioned next to the distal bushing, which would account for the balloon not deflating during use. Adhesive was visible at proximal bushing bond site. This condition may occur if the maximum pull force (2.0 lbs. Per IFU) has been exceeded. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that the clinician was unable to deflate the balloon during use. The balloon had to be popped in order to be deflated and removed from the patient. No fragments were retained in the patient per the customer. No patient complications were reported.